Manufacturer narrative:
A field service engineering (fse) called the customer to address the reported event and confirmed the complaint. The fse confirmed the main sample arm y-axis was not obstructed. Fse then instructed the customer to close the system program and power off/on the analyzer. The customer restarted the system program and performed all-set-home and the errors cleared. Fse could not determine the cause of the reported event. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 21oct2023 through aware date 21nov2024. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4211) main arm y-axis home detection failure cause: the home sensor failed to activate after the main arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4213) main arm y-axis home overrun cause: the home sensor activated improperly after movement of the main arm y-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event could not be established.

Event description:
A customer reported error messages ¿4211 main arm y-axis home detection failure and 4213 main arm y-axis home overrun¿ on the aia-2000 analyzer. The customer attempted to perform an all-set-home multiple times, but errors persist. The waste chute and container were not backed up, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.